Event description:
Reporter initially indicated a vns pt was hospitalized and that the vns was believed to have a depleted battery. The vns was later found to not be at end of service and "tested fine". All attempts to the reporter regarding the reason for the patient's hospitalization and additional info have been unsuccessful to date.